Event description:
Alert: svc lead impedance warning on (B)(6) 2023. Svc defib impedance shows an increasing trend, last measured 102 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).